Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient was accident free until about 10 days ago. The patient has had 2 accidents in the last 10 days. The patient contacted their healthcare professional (hcp) and was told to increase stimulation. When patient connected with the implant they saw a message that said internal device data had been lost. The patient has not been around any emi that the patient is aware of. Reviewed message meaning and redirected to their hcp.